Event description:
It was reported by service report that the bed was stuck at full height, and it would not lower, as foot-end lift power coil cable was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end lift power coil cable.